Event description:
It was reported that the sales representative (sr) called the hotline to have the on-call clinical support specialist (css) follow up with account; css spoke to the sr directly. The sr had spoken with the cath lab manager at the account regarding an issue with the helium tank. When the pump was placed on pt (pt), the helium (he) gauge showed approximately 50% full. When pumping was initiated, he bar went black and pump wouldn't pump. The tank was then changed for a new tank with the same result. A third tank was then placed and the pump then registered a full tank and began pumping. Cath lab manager did relay to sr that pt expired and time of expiration was unk. Sr relayed that she had been in contact with field service regarding this issue. Css attempted to call the cath lab manager directly to discuss this incidence. Css left a voice mail and did not receive a call back. Additional info received on 01/27/2010 by the sr reported that biomed department in the hospital serviced pump and found that "the washer came loose" and they did not require the services of our field service representative. Further additional info received on 01/28/2010 by complaint management representative stated that rn said "the issue with the helium tank had nothing to do with the death of the pt. The pt was very ill to begin with." It is likely that the iab was a causal or contributing factor to the death of the pt. The reporting healthcare professional said the pt's death was not due to the iab. We are submitting this report because we have determined that on the info available, we cannot conclude with certainty that the device was not a contributing factor.

Manufacturer narrative:
(B) (4).